Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that one month after the implantation this lead dislodged. It was repositioned and remains active. No adverse patient side effects were reported.